Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced urinary incontinence, pelvic pain, fecal incontinence, symptomatic cystocele, enterocele and vaginal vault prolapse. An excision of mesh was performed.